Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the secondary set c62 the connector spike broke off. The following information was provided by the initial reporter: after spiking the secondary set c62 into the infusion bottle, when the pharmacy assistant wants to prime the tubing and holding at the connector part, it was then broken. The tubing was not yet contaminated with cytotoxic drug. The pharmacy assistant are using the product and there's not physical harm to the user .

Event description:
It was reported that during use of the secondary set c62 the connector spike broke off. The following information was provided by the initial reporter: after spiking the secondary set c62 into the infusion bottle, when the pharmacy assistant wants to prime the tubing and holding at the connector part, it was then broken. The tubing was not yet contaminated with cytotoxic drug. The pharmacy assistant are using the product and there¿s not physical harm to the user .

Manufacturer narrative:
H.6 investigation summary: two photos and one sample was provided to our quality team for investigation. The final product for lot ta11606 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, the connector was observed to be separated from the device and there is a crack in the y-site that was observed. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta11606. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. It was thought that excessive force by the operator when connecting the connector piece to the y-site could have been a potential cause for this incident. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on available information, we were not able to identify a definitive root cause related to the manufacturing process at this time. The appropriate personnel have been notified and are looking further into this issue. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.